Manufacturer narrative:
Bench repair replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device¿s navigation ring is not working. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported. Bench repair evaluated the device and confirmed the reported problem. Bezel replacement and functional testing was recommended. The investigation is ongoing.